Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had the primary in (B)(6) 2016. In (B)(6) 2017 the patient came in complaining of instability. The instability was caused by soft tissue instability. The cause of the soft tissue instability is unknown. The surgeon revised the femoral component and the insert. In (B)(6) 2017 the patient came in again complaining of pain. Batch review performed on 29 may 2017. (B)(4).

Event description:
The patient came in complaining of pain. The patient had dislocated his patella. The surgeon moved the patella back into place. The surgeon revised the liner. The surgery was completed successfully. X-rays and explants are not available.